Manufacturer narrative:
(B)(4). Date sent: 8/25/2023 d4: batch # unk. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device gst60b lot number u40u0p and no non-conformances were identified.

Event description:
It was reported that during the surgery, after fired, noted the staples malformed. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.